Manufacturer narrative:
Several attempts have been made to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that the while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, during pumping the nurse noticed that the monitor was blacked out. An attempt was made to replace a socket. The problem was not reproduced and the iabp was continuously used. No adverse event was reported.

Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, during pumping the nurse noticed that the monitor was blacked out. An attempt was made to replace a socket. The problem was not reproduced and the iabp was continuously used. No adverse event was reported.